Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window and a missing end cap sticker.

Event description:
Customer reported that ht insulin pump is cracked inside the battery compartment. Customer stated that the grooves on the battery compartment are cracked and missing. Blood glucose value is 227 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.